Event description:
It has been reported that the patient underwent revision surgery due to pain and loosening of the femoral implant. The medecin suspected that it was an allergy of the prosthetic component. No other adverse consequences were reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5, d10, e1, e2, e4, g1-2, g3, g4,h2, h3, h6, h10. The reported event could not be recreated as the product was not returned. The product was implanted. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that (B)(4) products refobacin plus bone cement 40, reference (B)(4), lot number a442ai1706 were manufactured on 07 april 2015. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. No other similar complaints was recorded for refobacine plus bone cement 40, within one year. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Concomitant medical products: associated item number 42532007102, item name tibia cemented 5 degree stemmed right size e lot # 62962215, -associated item number 42500606002, item name femur cemented posterior stabilized (ps) standard right size 6 lot # 62947809. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision surgery due to pain and loosening of the femoral implant.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that the patient underwent revision surgery due to pain and loosening of the femoral implant.